Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes of the forceps cover glue peeling include peeling due to age-related deterioration and wear from normal use including reprocessing. The IFU contains the following statement that may help detect damage to the device: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The elevator channel plug was found to be leaking. Fluid invasion and corrosion was identified in the control body. The evaluation also found the forceps cover glue peeling, a loose probe unit, pink rubber scratches, chipped glue affecting insulation, a cut button, a loose scope connector, and a loose control knob. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was water invasion in the evis exera ii ultrasound gastrovideoscope. No patient harm or impact to patient care was reported.